Event description:
Pt reported the infusion device displayed an e8 power interrupt error. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. A preliminary evaluation was completed, and it was found the up and down buttons on the infusion device are defective. Due to an external mechanical influence, the snap dome of the up and down button is pressed through. This led to the always activated up and down buttons and to an unsolvable e8 power interrupt error. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.